Manufacturer narrative:
This follow up report is being filed to relay updated and additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report(s): 0001822565-2017-01684-1.

Manufacturer narrative:
(B)(4). Current information is insufficient to permit a conclusion to the cause of the event.

Event description:
Patient reported metallosis diagnosis and is experiencing severe swelling along with rash/bumps all over leg. No hip revision has been reported to date.